Event description:
This facility has had multiple incidents of the ICU medical 0.2 micron filter tubing containing a chemo agent found to be leaking. Four events over a total of two months are reported here.